Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws was separated from silicone. This was found after opening the box. No delay to the procedure as another kit was opened to complete the procedure. No patient injury. Per the photos it shows that the jaws was separated from silicone.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 12/17/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The jaws were observed to be in a closed state. The clear silicone insulation was observed to be peeled back from the jaw. No other visual defects were observed. An investigation was conducted on 01/27/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw, exposing the cold metal jaw tip. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000429037 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.